Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar- 2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer confirmed that there had been a failed half height cubie drawer with a broken rail. After discussing with the customer, the decision was made to replace the failed half height key drawer with a half cage drawer provided by the customer from a non-live station. A field service engineer removed the drawer from the non-live station and completed the replacement on the unit. The cubie pockets were transferred, and the drawer was assigned. The customer successfully tested the drawer and confirmed its functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 was not closed and unable to retrieve any meds from the whole drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.